Event description:
It was reported that during preparation for a carotid artery stenting procedure, the package was unsealed. A encore balloon catheter inflation device was selected. Before unpacking there was no problem with the package; however, after unpacking they found that the inner package had already been opened and there was some liquid in the pipe of the device. The device was not used and procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).